Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "capsular contracture" baker grade IV "lobulated contours", "folds" and "palpable implant".

Event description:
Healthcare professional reported right side "capsular contracture" baker grade IV "lobulated contours", "folds" and "palpable implant". The device has been explanted.